Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt's wife contacted dexcom technical support on (B)(6) 2011 to report that her husband experienced an inaccuracy in cgm readings during an extreme low (cgm 148 mg/dl, bg 24 mg/dl). Pt's wife woke up in the middle of the night and discovered that pt was sweating and clenching his teeth. Pt's wife called paramedics, and paramedics treated pt with an IV. Pt was fine at the time of his wife's call to dexcom technical support.